Event description:
Factory analysis of a returned main pcb board revealed a component failure that can result in a shut down of the ventilator during normal ventilation mode operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.